Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called via phone to report past event no delivery alarm. The customer reported that she had diabetic ketoacidosis. The customer's blood sugar is 470 mg/dl.

Manufacturer narrative:
(B)(4). The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
(B)(4).